Event description:
It was reported the case is cracked and there is missing hardware, screws. The external pulse generator was returned to the manufacturer for repair, analyzed and tested out of specification. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the upper case, lower case, one bail cover, ring cover, and battery drawer are broken. Battery release, all four knobs, and heart block are contaminated. One bail cover, one bail, battery drawer o-ring, and three case screws are missing. Lead flex cover is corroded, one pcb (printed circuit board) board flex is crimped, heart wire contacts are patinaed, battery contacts are compressed and corroded, the ring is bent, keyboard window is scratched, lcd display is broken (lcd is bleeding and gasket is seeping), encoder flex is damaged, battery flex is corroded, and the heart lead flex is damaged and broken. The main pcb is out of electrical specification (failed battery removal functional testing). Analysis found evidence of a non medtronic person disassembling and reassembling the device. It is noted the encoder flex is damaged from lcd (liquid crystal display) being removed and put back in. The lower case is broken due to over tightening of screws. The heart lead flex is damaged due to over tightening of heart lead flex block screws. Atrial output connector is not tightened into case. No rtv (room temperature vulcanizing) silicone on ventricle output connector.